Event description:
Device malfunction [device malfunction]. Bad pain [pain]. Swollen [swelling] . Case narrative: this case is cross linked with case ids: (B)(4). Initial information received from united states on 27-jul-2018 regarding an unsolicited valid serious malfunction case received from a patient via social media. This case involves adult patient who experienced device malfunction, bad pain and swollen, while he/she using with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) dosage unknown once, intra-artular (lot number 7rsl021). On unknown date the patient developed an event bad pain (pain) and swollen (swelling) at unknown latency after starting use of hylan g-f 20 and sodium hyaluronate. Final diagnosis was swollen, bad pain and device malfunction. It was not reported if the patient received a corrective treatment. Seriousness criteria: medically significant for device malfunction. Outcome: unknown for rest of the events; recovered for bad pain. Returned: not available, date returned: investigation overview: an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented investigation complete: y. Date completed: 15-mar-2018. Follow up was received on 27-jul-2018. No new information was received.